Event description:
During a thrombolytic infusion and stenting procedure to treat acute stroke arising from the mid-carotid artery. Two perforations along the catheter shaft approximately 25 cm from the tip were noted. No patient injury or complications were reported. The patient's condition is reported as 'good' following the procedure.